Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy procedure, monopolar energy ceased to function, accompanied by an error. Each attempt by the customer to apply monopolar energy resulted with the error. The nurse mentioned that bipolar energy remained unaffected. As a workaround, an intuitive surgical, inc. (Isi) technical support engineer (tse) suggested connecting a force triad generator with an external pedal to generate monopolar energy. The nurse confirmed the presence of the backup generator but noted that the surgeon decided to abort the procedure. At the time the case was aborted, anesthesia had already been administered to the patient and ports had been placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) generator to resolve the customer reported issue. The system was then tested and verified as ready for use. The generator has not been returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator for failure analysis investigation. The reported failure was confirmed. During integrated electrosurgical unit (iesu) cautery activation, the error indicating "no more monopolar energy" was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.